Manufacturer narrative:
(B)(4). The customer reported that a pt went into vtach/vfib and asystole on (B)(6) and remained this way for 21 minutes with no alarms occurring. CPR was performed; however, the pt expired. A philips field service engineer (fse) went on site to complete performance testing and to gather log files. The device was tested and was noted to be providing appropriate alarms for simulated alarm events. The logs were reviewed which showed multiple red level alarms occurring beginning at 13:56 with evidence of alarms being silenced at the information center. No malfunction occurred. The device tested to specification post incident and the logs reveal that alarms were occurring and were silenced at the central monitor. The customer received the results of the log data review. Device labeling (instructions for use) adequately describes alarm behavior. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that a death occurred and believes that the monitor did not alarm.